Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA alleging that their onetouch ultralink meter had a power issue ¿ meter does not turn on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged power issue first occurred at 8:30am on (B)(6) 2015. It is not known what medication (if any) the patient takes in order to regulate their diabetes nor whether any action was taken in response to their regular diabetes management regimen routine as a result of the power issue. The patient stated that ¿2-3¿ hours before the power issue began they developed symptoms of ¿chest pain, sore legs and blurred vision¿. The patient denied receiving any form of treatment as a result of these symptoms. At the time of troubleshooting the cca noted that there was no misuse of the product, the batteries did not need to be changed, and the issue could not be resolved with training. Replacement products were sent to the patient. Although the patient experienced the symptom of ¿blurred vision¿ which is suggestive of severe hyperglycemia, there is no indication that the subject meter caused/contributed to this serious injury because this symptom was experienced prior to the product issue first occurring. The patient did not receive medical treatment for this condition. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 -(B)(6) 2015 device evaluation. The lay user/patient¿s meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter involved with this complaint failed testing. The meter was found to have a damaged processor pin and l1, l3, c19, c20 were missing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.